Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. During implant the right atrial disc of the occluder took on a balloon shape. The delivery cable was manipulated and the occluder was given time to settle, however it did not return to its original shape. The occluder was removed from the patient and replaced with a new 30-25mm amplatzer talisman pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.